Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating, the insulin gauge was inaccurate, and the wake button was delayed in responding to touch. There was no adverse impact to customer's blood glucose level. Additional information was not provided.